Event description:
It was reported that during a prostatectomy procedure that the max hand control button does not work. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.